Manufacturer narrative:
The field service engineer found a kink in the naoh rinse vacuum tube that was causing overflow/carryover. He removed the kink and verified the rinse levels. The customer ran successful calibration and qc and compared samples with another analyzer. The results were satisfactory. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen sodium and co2 results from the cobas 6000 c501 analyzer. One example was provided of an initial sodium result of 177 mmol/l and a repeat result from another analyzer of 140 mmol/l. It was requested but not provided if any questionable result was reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.